Event description:
The pmta applicator was placed percutaneously into the target liver tissue. The ablation procedure parameters were set at 180w for 4 minutes but tripped after 2 minutes due to high reflected power. Applicator was repositioned, second cycle started at 120w but tripped at 3.30 minutes. Following the failure of a further set cycle the applicator was removed. On removal, the ceramic tip had become detached from the probe.